Event description:
It was reported that the device stalled, and the burr and wire became stuck. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a procedure to treat stenosis. During the procedure, there were several irregular rotations of the burr. A strange sound was heard and the device stalled several times. During removal, the rotawire and rotapro became stuck. The products were retrieved and removed together. The target treatment was completed with the rotawire and rotapro. No adverse patient effects occurred. It was further reported that the rotational speed was unstable, but ablation was performed. It was possible stenosis in the area before the lesion could have contributed to the reported event.

Event description:
It was reported that the device stalled, and the burr and wire became stuck. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a procedure to treat stenosis. During the procedure, there were several irregular rotations of the burr. A strange sound was heard and the device stalled several times. During removal, the rotawire and rotapro became stuck. The products were retrieved and removed together. The target treatment was completed with the rotawire and rotapro. No adverse patient effects occurred. It was further reported that the rotational speed was unstable, but ablation was performed. It was possible stenosis in the area before the lesion could have contributed to the reported event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy system with the related rotawire, and a non-boston scientific 7f guide catheter. The burr catheter was received attached to the advancer unit and the rotawire was received inside the rotapro device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to remove the rotawire from the rotapro device and the wire was able to be removed with no resistance or issues. Functional testing was then performed by attempting to rotate the drive shaft; however, the drive shaft was unable to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the device did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected and the turbine was found to be corroded.

Event description:
It was reported that the device stalled, and the burr and wire became stuck. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a procedure to treat stenosis. During the procedure, there were several irregular rotations of the burr. A strange sound was heard and the device stalled several times. During removal, the rotawire and rotapro became stuck. The products were retrieved and removed together. The target treatment was completed with the rotawire and rotapro. No adverse patient effects occurred.